Event description:
On (B)(6) 2015, the user facility reported to terumo cardiovascular systems corporation that when the unit was unpacked, the shut sensor felt wet. On (B)(6) 2015, the investigation concluded that the unit was found to leak form the weld; therefore, this complaint became reportable at this time. A report of a similar malfunction has been determined to have caused or contributed to a serious injury in the past. No patient involvement as this occured out of box.

Manufacturer narrative:
The actual sample was returned for evaluation, and upon completion of the investigation the complaint was confirmed. The actual sample was visually inspected and pressure tested upon receipt. Microscopic inspection did not find any definitive defects in the welded area. The unit was then gradually pressurized in a water bath to roughly 1000mmhg and held for 30 seconds. The sample was found to leak from both the small and large bore ends at roughly 100mmhg. Review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause was identified to be shipping and handling paired with a decrease in mechanical integrity. (B)(4).